Event description:
In 2009. Caller reported a discrepant pt result; elevated results on triage cardio profiler with negative on lab analyzer. Potential false positive troponin I (tni). No further details available concerning pt other than pt was discharged the following day. This was reported as a non-cardiac event. Falsely elevated tni results may lead to invasive procedures to medication.

Manufacturer narrative:
Complaint investigation pending.